Event description:
It was reported that an ez35b was used during an appendectomy. It was reported by the affiliate that the instrument locked when it was fired. The pt had an extended operating room time (no details on length).